Event description:
The customer reported during boot up, a "collimator iris potentiometer, press any key" error message displayed on the control panel of the c-arm mainframe. The customer pushed some key and the system began to work normally. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.